Event description:
It was reported that there was a connection issue with the homechoice cassette; described as ¿the end of the patient connection line is different from usual and there is no connection.¿ this was identified after priming the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.